Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported event cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists other neurological event (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and inr (international normalized ratio) range is provided in this section. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted for lacunar infarct. The patient had a previous stroke prior to implant in (B)(6) 2023 with no changes to anticoagulation. Therapeutic international normalized ratio (inr) was 2.0 at the time of event. No alarms were reported. A head computed tomography (CT) was performed and a transient ischemic attack (tia) was classified. There was chronic left caudate/anterior limb of internal capsule lacunar infarct with no acute abnormalities. A computed tomography perfusion (ctp) performed on 20may2024 found no perfusion deficit. Computed tomography angiography cta of head and neck was performed on 20may2024 and was unrevealing without significant atherosclerosis, no large vessel occlusion (lvo) was noted. Treatment included restarting acetylsalicylic acid (asa) 81 daily, and inr goal remained the same. The antihypertension regimen was increased, and the patient was consulted to endocrine team for better diabetes control. Symptoms resolved patient being discharged home on (B)(6) 2024.